Event description:
The pt had undergone a radical retropubic prostatectomy due to a diagnosis of adenocarcinoma of the prostate. During this procedure, the space of retzius was drained with a drain. Four days later, while the physician was attempting to remove the drain, the tubing broke with the flat portion with the holes remaining in the pt. The physician attempted to explore the drain tract at the bedside and was unsuccessful in finding the end of the drain. X-rays confirmed the location of the separated portion as being below the fascial level. The pt was transported to surgery where the abdominal incision was re-opened and the terminal portion of the drain was identified and removed. The break occurred in the tubing approx 5/8 inch above the white portion with the drain holes.